Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the criteria for the right ventricular lead integrity alert were met. Impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular (rv) pace impedance steady at approximately 364 ohms through (B)(6) 2016; rises to 950 by (B)(6) 2016; rises out of range by (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high pacing impedance and there was an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.